Manufacturer narrative:
Correction b3: updated (omitted on initial report). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #2 is being corrected from blank to 04/08/2021.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed a plastic piece which completely blocked the passage of the fluid. Functional testing was performed including pressure and clear passage testing and unable to prime was observed due to the blocked tubing. The reported conditions were verified. The cause of the condition is supplier manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter was obstructing within the tubing between the filter and the clamp of a paclitaxel set which resulted in a failure to prime the set. The foreign matter was further described as a ¿plastic piece¿. This was identified during priming prior to patient connection. There was no patient involvement. No additional information is available.